Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) stopped after performing compressions for approximately 20 minutes" was confirmed during the archive data review, but not during the functional testing. The platform performed as intended. Upon visual inspection, unrelated to the reported complaint, noticed crack on the top cover, bottom cover, front cover and observed that the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The cause for the physical damage was due to wear and tear. The top cover, bottom cover and front cover needs to be replaced to remedy the damage. The clutch plate needs to be deburred to remedy the sticky shaft problem. The autopulse platform is a reusable device and was manufactured in 2008 and is 11 years old, passed the expected service life of five years. Therefore, this type of damage found during the evaluation is characteristic of normal wear and tear for the life of the device. The autopulse platform passed the initial functional testing without any fault or error. The archive data review showed occurrence of user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message on the reported complaint date, thus confirming the reported complaint. The load sensing system has detected a weight or load imbalance between the two load cells, checked during power-on-self-test. The probable cause for the ua07 error was due to the patient not oriented on the autopulse platform correctly or the patient has shifted during compression or take-up. Load cell characterization test indicated both cell modules are functioning within the specification.

Event description:
During patient use, the autopulse platform (sn (B)(4)) stopped after performing compressions for approximately 20 minutes. Immediately the crew reverted to manual CPR. No known impact or consequence to patient information was provided.